Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the device was locked out. Also, the jaw could not open when the device approached the target tissue. The jaw did not clamp the tissue at the time. Another device was used to complete the case. On which firing this event occurred was unknown. There were no adverse consequences to the patient.